Event description:
It was reported that the rigid video scope presented the error e227. The issue was found during a therapeutic regional excision procedure, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is broken caused by a component failure of distal end of the video telescope. Based on the results of the investigation, it is not possible to establish the root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.